Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. Blood glucose level was 26.6 mmol/l. Customer also reported sensor related issue regarding the communication. Therefore the insulin pump could not react to the blood glucose level. Customer wanted to calibrate after the communication issue was resolved and noticed the high blood glucose. No symptoms regarding the high blood glucose. It was unknown whether the customer using auto mode feature at the time of reported high blood glucose. No further details given as a result of high blood glucose. Insulin pump will not be returned for analysis.